Manufacturer narrative:
The event date is an estimated date. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that "about 2 weeks ago" they noticed that their recharger would indicate that their ins was fully charged after about 10 minutes, when normally it would take several hours for the ins to get fully charged. The patient denied having any changes in therapy or recent falls/trauma. The patient stated they will monitor and call back if the issue persists. Additional information was received from a healthcare provider (hcp) reporting that the patient's tremors were worse. They did not know when they first noticed the patient's tremors getting worse, but they mentioned that the patient got covid-19 in july and had a "drastic decline" ever since. Prior to this event, the patient was "pretty much independent" and could take care of themselves, but now the patient wears adult diapers. The patient was doing better since they started getting treatment for covid-19, but they thought the patient still "might not be getting enough of something" because of the worsening tremors. During the time that they noticed the patient's tremors had worsened, they noted that the patient was telling them that it would only take 20-30 minutes to fully charge their ins battery (when it used to take 2-4 hours). They started an ins recharge session during the call and reported the following details from the ins recharge session screen: the final quartile of the ins battery was charging, 4 coupling bars were filled in, and therapy was turned off. It was reviewed that the worsening tremors and shortened ins charge duration were likely due to therapy being turned off. They did not know how therapy turned off. It was reviewed it could have been due to the ins battery level getting too low. They were uncertain if the patient received direction from their managing healthcare provider to turn therapy back on, and mentioned that they were waiting for the patient to get a replacement for their lost patient programmer. They stated that they would call the patient's managing healthcare provider and will wait for the patient programmer to arrive.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.